Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that the stent was found to be loose during preparation, the device was not used, no additional event or patient info is available.

Manufacturer narrative:
Result: product performance engineering could not determine a conclusive root cause for the loose stent. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood or contrast visible. The stent implant was loose on the balloon, but was between the markers when returned. There was no damage noted to the stent implant. The balloon was tightly folded. There were no kinks noted to the sds. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameters met manufacturing criteria. The stent implant was tugged on slightly and it was able to be moved. There was crimp marks on the balloon when the stent implant was moved distal to the proximal marker band. Product performance engineering determined that stent movement / loose stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal or force sheath removal. The analysis of the sds was able to confirm that the stent was loose on the tightly folded balloon, but was between the marker when it was returned. The stent was able to be moved slightly distal during functional testing; however, the analysis revealed that there were crimp marks evident on the balloon where the stent had been between the markers, suggesting that the stent was originally positioned correctly and securely at the time of MFR. In addition, dimensional analysis indicated that the outer diameters of the stent implant met manufacturing criteria. In the case, it is possible that the stent slightly moved during sheath removal, though this could not be confirmed as the protective sheath was not returned for analysis, which may have aided the investigation. Based on the info received with this complaint and the returned device analysis, a conclusive root cause for reported discrepancy could not be determined. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.